Event description:
Baxter triple pump was unplugged from electric. The pump failed and would not infuse epinephrine infusion when plugged back into electric. This resulted in a drop in bp to 76/30. Patient was s/p avr replacement. I was forced to turn off the pump, stop another drug, and reprogram the other pump to resume this bp maintaining drug. Dates of use: (B) (6) 2010, diagnosis or reason for use: heart surgery. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction? No.